Manufacturer narrative:
(B)(4). In this case, the customer reported that while they were performing air calibrations on their CT system, they noticed an unpleasant odor coming from the control room. The philips field service engineer (fse) found that the tripplite uninterruptible power supply (ups) had leaked battery acid, which was contained in the ups cabinet. There was no report of any harm, to patient, operator, or bystander as a result of this malfunction. The fse observed that a battery within the battery side of the ups had opened up and leaked. The fse shut the ups down, completely disconnected it, and reconnected the CT scanners console to standard power so that they could continue scanning without the ups. The age of the battery is unknown however it likely was installed on 12-mar-2009 with the original ups system, making it more than 5 years old. No parts were repaired or replaced by the fse. The philips fse suggested that the site¿s service engineer replace the ups and determine the best course of action. The unit can be used normally in meantime in ups-bypassed mode. It is unknown when the customer replaced the ups. The fse was unable to determine the cause of the battery leak because the ups was not available for evaluation. The battery manufacturer indicates that the battery most likely failed for any of the following reasons: under ideal conditions, sealed lead acid batteries life expectancy is five years. Sealed lead acid batteries require periodic monitoring, replacement, or both in conjunction with a proactive ups preventive maintenance plan. When the useful life of a battery has been exceeded, four conditions can occur, one of them being what you see here: the ups charger operates in bulk mode in an attempt to charge the useless batteries and this expels their remaining chemical content in the form of sulfur dioxide (a.k.a., rotten eggs odor) and then the housings of the batteries bloat and crack. The overall risk is based on engineer's investigation and according to the risk assessment this reported event was determined to be of acceptable risk. Mitigations: the system shall only utilize batteries approved by a recognized electrical safety organization (i.e. Ul, csa).warning label for maximum load ups owner¿s manual states no user serviceable parts and requires no routine maintenance. Full system ups has temperature sensor monitoring the battery cabinet temperature. Ups comes with status notification (beep alarm for fault condition). Service documentation shall include preventative maintenance and inspection criteria. Philips service procedures shall recommend replacement of failed batteries in sets. Service and user documentation shall identify appropriate personal protective equipment (ppe) and neutralizing agents (ammonia or baking soda). Site planning document recommends to not allow ups closer than 1.5m (60 inches) from patient couch unless it is certified as a medical grade device and/or approved with the CT system. Site planning document recommends that a ups battery cabinet should not be exposed to prolonged periods of temperature above 25 c (77 f).

Event description:
The customer reported that while they were performing air calibrations on their CT system, they noticed an unpleasant odor coming from the control room. The philips field service engineer (fse) found that the uninterruptible power supply (ups) had leaked battery acid which was contained in the ups cabinet. There was no report of any harm to patient, operator, or bystander as a result of this malfunction. The fse shut the ups down, completely disconnected it and reconnected the CT scanner's console to standard power so they could continue scanning without the ups.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that while they were performing air calibrations on their CT system, they noticed an unpleasant odor coming from the control room. The philips field service engineer (fse) found that the uninterruptible power supply (ups) had leaked battery acid which was contained in the ups cabinet. There was no report of any harm to pt, operator, or bystander as a result of this malfunction. The fse shut the ups down, completely disconnected it and reconnected the CT scanner's console to standard power so that they could continue scanning without the ups.